Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the battery door is sticking. It was also reported there is an intermittent self test error / failure. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported battery door issue; battery drawer is contaminated. Analysis could not confirm the reported self test error; device passed all incoming functional tests. Analysis found the upper case and lcd (liquid crystal display) lens are broken. Lower case is broken/contaminated and battery release is contaminated. One case screw, two side bails, and the ring are missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.